Event description:
It was noted that a generator was returned for analysis at potential faulted settings, 0/20/500/30/60. Followup was made with the patient's treating neurologists office and it was reported that the patient was last seen (B)(6) 2011 and were at their intended settings. When they were seen (B)(6) 2013 they were interrogated and noted to be set at zero. The patient was sent to have their generator replaced. It was likely a faulted test occurred. Teaching was provided to the site to prevent future events. No patient adverse events reported.

Manufacturer narrative:
Analysis of programming history.